Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the cannula had retracted, suggesting a needle mechanism failure. The patient noted that the pink slide advanced and the cannula inserted into the skin; however, the cannula was not visible once the pod was removed. The patient also reported that the controller switched to manual mode after reaching the maximum insulin delivery allowed in automated mode. During the event, the patient¿s blood glucose level increased to 18 mmol/l (324 mg/dl). The pod had been worn for approximately 49 to 71 hours at the time of the issue. As treatment, the patient applied a new pod.